Event description:
It was reported by service report that the fowler was drifting down with weight applied. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - the fowler brake/clutch assembly had to be replaced.